Event description:
It was reported that a spectrum pump constantly displayed the air in line message. It was also reported there was no pt involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found within spec in relation to the false air in line alarms which were not reproduced. The alarms were confirmed during a review of the event history log. No component could no identified for causality.